Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2007, product type lead; product ID 3708240, serial# (B)(4), implanted: (B)(6) 2007, product type extension; product ID 37742, serial# (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 3487a-45, lot# j0564140v, implanted: (B)(6) 2005, product type lead; product ID 3487a-45, lot# j0357397v, implanted: (B)(6) 2004, product type lead; product ID 748910, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748910, serial# (B)(4), implanted: (B)(6) 2004, product type extension; product ID 7435, serial# (B)(4), implanted: (B)(6) 2004, product type programmer, patient. (B)(4).

Event description:
It was reported the patient¿s spinal cord stimulator (scs) was ¿killing¿ the patient and giving her more pain. It moved in her body to her lower back, and when she moved a certain way, it was like a knife going between her tailbone and the fusion. The patient¿s husband also questioned the positioning of the scs in the patient¿s body and that it had moved. The patient wanted the issue resolved. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.